Manufacturer narrative:
Concomitant medical products: 407645 lead,implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high undefined impedance and possible high threshold. The lv lead con figuration was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.